Manufacturer narrative:
(B)(4).

Event description:
It was reported that ???/hour glass/no readings/sensor error occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient was at home asleep at night around 1:00am. His last reading on the dexcom at an unspecified time was 100 mg/dl, and he had a sensor error for 90 minutes. He fell unconscious after getting up at night to use the restroom and hit his head and injured his knee. His children gave him ice cream when they found him, and he regained consciousness. Emergency medical technicians (emt) was not called. At the time of the report he was in good condition. Data was provided for investigation. The problem of ??? Or hour glass or no readings or sensor error was confirmed. The probable cause was determined to be sensor noise. No additional patient or event information is available.